Manufacturer narrative:
The customer declined philips service. No parts were returned for evaluation. The customer repaired the unit by switching the oxygen source from the wall to a tank. The device subsequently performed according to specification.

Event description:
Customer reported that oxygen will not go above 94%. The customer reported that the device was not in clinical use at the time the issue was discovered.